Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that a human hair in the sterile package of a screw.

Manufacturer narrative:
An event regarding a foreign matter in the packaging of an osteolock screw was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned and a hair observed in the packaging. Medical records received and evaluation: there were no medical records received for evaluation as the device was not implanted. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: it was reported that a hair was found with the packaging of an osteolock screw.

Event description:
It was reported that a human hair in the sterile package of a screw.